Event description:
Edwards received information that a surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation was due to moderate aortic insufficiency (ai). As reported, tee did not reveal any damage or unusual traits to the surgical valve. A 26mm transcatheter valve was implanted successfully with no paravalvular leak (pvl). No additional details provided.

Event description:
Edwards received additional information indicating the implant duration of the surgical valve was eleven (11) years. The patient was later discharged and was noted to be doing very well post-operatively.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the device and event, no additional details were provided. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of factors including patient related dynamics or structural valve deterioration. It should be noted, however, that in this case, tee did not reveal any damage or unusual trails to the surgical valve. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.